Event description:
It was reported that the programmer was unable to interrogate wireless implantable heart devices, though it was noted that the connection was normal with non-wireless devices. It was further noted that at times the wireless connection would not start and that changing out the (working) radiofrequency programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate a wireless device, it intermittently would not interrogate a wireless device using the radiofrequency (rf) programmer head and therefore the radiofrequency transceiver was replaced and this resolved the issue. (B)(4).